Event description:
Customer reported insulin leaked into the infusion device due to a damaged adapter. The adapter has been in use for about 1 year, and he noticed the o-ring was damaged approximately 2 weeks ago. The adapter was replaced, and the cartridge and adapter were requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.